Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in g2 (is report source company rep). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The root cause of the temporary pump stop was not determined due to lack of sufficient clinical details and unreturned product and logs for further investigation. The root cause of the device in wrong position was most likely use related based on the provided clinical details.

Manufacturer narrative:
Complaint coding was updated to more accurately reflect the reported event. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding have been updated, corrected and should be considered the representation of the reported event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via right femoral artery in a 73 year old male who was admitted for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities and clinical state prior to initiation of support were unknown. The patient received support from the cp for coronary angioplasty with stent placement. When scrolling through the alarm history, several alarms were noted for pump stop. On day 2 of support, the device was explanted. The pump stop will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the pump stop alarms, but there was no lasting harm or injury reported. The pump has been discarded and is unavailable.

Manufacturer narrative:
H6: added code a150202 and f1905 based on information in the complaint file.